Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-08124, reference manufacturer report number: 1627487-2019-08125, reference manufacturer report number: 1627487-2019-08126. It was reported that the patient was not experiencing adequate stimulation with their scs system. Reprogramming was attempted to no avail. Surgery may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-08124; reference manufacturer report number: 1627487-2019-08125; reference manufacturer report number: 1627487-2019-08126.

Manufacturer narrative:
Additional information revealed that, the issue should not have been submitted as a medical device report (MDR) as surgical intervention was not performed on this device.